Event description:
It was reported that during the implant procedure, it could not be verified whether or not the helix extended. The lead was removed and an alternate lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix bent. No further helix function tests possible. If information is provided in the future, a supplemental report will be issued.